Event description:
It was reported that on (B)(6) 2011, the patient obtained the elevated blood glucose readings of 300 mg/dl, 420 mg/dl and 521 mg/dl. The patient experienced the symptoms of dehydration, stress, nausea, lethargy and thirst. The patient took herself to the emergency room, and she was admitted to the hospital overnight and treated with insulin. The patient was admitted again to the hospital on (B)(6) 2011 for another two days. The patient suffers from several medical conditions including gastroparesis. The patient's diabetes educator reported that the patient's technique of inserting the cannula may be incorrect, as three cannulas have been discovered not inserted fully into the skin. Troubleshooting revealed all pump settings, programming, date/time setting and basal setting were correct and all total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique was incorrect by not fully inserting the infusion set cannula. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, and received hospitalization and treatment with insulin, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the display screen was found to be faded and discolored.